Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the harvester had completed the dissection. She went in to ligate the branches. The harvester completed 2 branches and on the 3rd branch, the device continue to burn and smoke when the activation switch was not activated. The device was pulled out from the pt's leg with the jaw tip red hot and turned to flame. They immediately disconnected all the power which stopped the flame and removed the device from service. A replacement hemopro device was connected to the same extension cable and the procedure was continue and completed successfully. The hemopro power supply setting was 2.5 per IFU recommendations. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the hot and cold jaw boot insulations had been burnt and melted. The hot jaw boot was missing a portion of the boot. The reported failure was confirmed. The hemopro jaw boot burning was from the heater becoming very hot without switch activation. Resistance measurements were within spec. The micro switch functioned properly. Pre-cautery test results, using the reference hemopro cable and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The device did not self-activate. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).